Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified distal end of popliteal artery. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 7 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es mr balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, markerband, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon located over the distal edge of the markerband. Inspection of the rest of the device found no other damage or defects. A syringe (filled with water) was attached to the hub of the balloon catheter, and positive pressure was applied. The balloon was inflated to rated burst pressure (rbp) and the balloon was found to leak from a pinhole in the balloon material. The device could not hold pressure. The reported information indicates the device was inflated to 7atm; therefore, there is no indication the device was inflated over rbp.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified distal end of popliteal artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 7 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.